Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed that the outer tubing overlay breached cut. Full lead.

Event description:
It was reported during the implant procedure that the physician suspected a blood ingression in the lead. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported the lead was attempted but not used, due to suspected blood ingression. (B) (6) 2010: it was reported during the implant procedure that the physician suspected a blood ingression in the lead. The lead was not implanted. No patient complications have been reported as a result of this event.